Event description:
It was reported that the device had premature battery depletion. The patient had received radiation therapy near the device site, had an initial left ventricular lead setting of 3 v, and had chronic atrial fibrillation (af). The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. The device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.